Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has received similar reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with channel b being very hard to select, needed to push it several times. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming/setup in the intensive care unit. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel b being very hard to select and needed to be pushed several times was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to an intermittent channel select key. The channel b pump head module was replaced to correct this condition.